Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the compressor alarmed for "low pressure". There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The investigation of the complaint has been completed. The replaced standby valve, drainage valve, mains inlet, and power cable were not returned for investigation despite several requests having been sent. According to the problem description, the reported compressor displayed a low pressure alarm. Our field service engineer(fse) replaced the standby valve and drainage valve together with the mains inlet and power cable to correct the issue. When the alarm "low pressure" is generated by the compressor, the compressor unit is unable to supply the connected ventilator with an air pressure of 30 l/min at a pressure of 350 kpa (50 psi). If this occurs, ventilator alarms for low air supply pressure and high o2 concentration may appear. If no o2 gas is connected to the ventilator, a stoppage of ventilation may result. Our conclusion in this matter is that the reported issue could not be confirmed during the investigation and, its cause could not be determined, since no device logs were received and no exchanged part(s) were.

Event description:
(B)(4).